Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed loss of capture (loc). The lv sense was coming in after right ventricular pacing. Pacing thresholds were high at certain point. Remote monitoring service would be escalating to clinic to evaluate thresholds in office. The lv lead remains in service. No adverse patient effects were reported.